Event description:
It was reported that the device had failed force verification. No patient involvement was reported.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they tube drive arm, shaft seal, barrel clamp, and lower housing. Recall completed. Performed calibration. A review of the device history record for (B)(6) was performed from date of manufacture 08/29/2014 to present date 10/02/2020, and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had failed force verification. No patient involvement was reported.